Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. During troubleshooting pump was reset and customer was able to resume insulin.